Event description:
It was reported that the patient began to experience inadequate stimulation from the spinal cord stimulator (scs) system two weeks after implant. The physician assessed that the patient's pain was due to paradox reactions due to an electric injury the patient sustained a few years ago. The patient underwent an explant procedure in which the implantable pulse generator (ipg) and lead were explanted. The device location is pending confirmation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial:(B)(6). Batch: 7076582.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient began to experience inadequate stimulation from the spinal cord stimulator (scs) system two weeks after implant. The physician assessed that the patients' pain was due to paradox reactions due to an electric injury the patient sustained a few years ago. The patient underwent an explant procedure in which the implantable pulse generator (ipg) and lead were explanted. It was additionally reported that the patient considered the device to be oppressive, but did not provide any specific details, however the patient does have pre-existing pain and is experiencing inadequate stimulation. She also has pain areas for which the device was not implanted to cover. The devices will not be returned for analysis as they were retained by the patient.